Event description:
After primary surgery, the surgeon determined that cup was positioned with too much anteversion and decided to revise to prevent dislocation in the future. Upon reentry, surgeon discovered that the srom stem was loose and that the taper did not engage with the sleeve.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The femoral stem lot code was updated. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Pfs alleges severe pain and loss of mobility.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned devices could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. File has been reviewed and met all the necessary requirements for closure. Investigation results have been incorporated in the finalized medwatch.